Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noticed a zero unit display on the insulin gauge during the load process. Tandem technical support confirmed in the pump logs that the load process was not completed and the process timed out resulting in the insulin gauge display. The contact stated that this is likely what occurred. The customer's blood glucose level was 300 mg/dl. The contact stated that the customer's blood glucose level was because of not resuming insulin and may be related to the customer being sick.